Manufacturer narrative:
External insulation abrasion was found at 12.4-12.6cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at the same location.

Event description:
Lead was explanted and replaced.

Event description:
It was reported that at follow-up, high capture threshold and low sensing were noted. Patient will be reviewed in (B)(6).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.